Manufacturer narrative:
Device investigation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) year old african american female patient who underwent primary breast augmentation with two 295cc mentor memorygel breast implants, suffered bilateral capsular contracture; baker grade iii/IV post-operatively. As a result, the patient underwent bilateral removal and replacement with two 495cc mentor memoryshape breast implants on (B)(6) 2019. This report is for the left breast prosthesis.